Manufacturer narrative:
Initial reporter occupation is patient/consumer. Both meters and strips were requested for investigation. Both meters and test strips were received for investigation. Meter a was tested using retention strips and retention controls: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr, qc 2: 5.3 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result from meter a of 5.0 inr on (B)(6) 2022 was not observed in the meter's patient result memory. All other alleged results were observed. Meter b was tested with the returned test strips and retention controls: testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.1 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The alleged result from meter b was observed in the meter's patient result memory. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
We received an allegation of questionable inr results for 1 patient tested with coaguchek vantus meter serial number (B)(4) (meter a). There was also an allegation of questionable inr results when comparing meter a to another coaguchek vantus meter serial number (B)(4) (meter b). On (B)(6) 2022 the result from meter a was 5.7 inr. The patient re-tested on meter a with results of 3.8 inr and 5.2 inr. The patient's warfarin dose was skipped for one day and lowered for the day after based on the result of 3.8 inr. On (B)(6) 2022 the result from meter a at 9:29 a.m. Was 5.0 inr. This result was high, so the patient tested on meter b at 9:33 a.m. With a result of 3.1 inr. The same strip lot and same strip vial (lot number 60942022) were used for the tests on meter a and meter b. The patient's therapeutic range was 2.0-3.0 inr. The patient's interval of testing is every 2 weeks.